Event description:
It was reported that during a procedure, while using a "ivus" catheter, there was resistance encountered with the guide wire. The "ivus" catheter could not be removed, so it was removed with the guide wire as a single unit. After removal of the devices, the guide wire was noted to be separated 40cm distal to the tip. The separated distal tip was caught on the ivus catheter and it was pulled out. Reportedly, there was no pt injury.